Manufacturer narrative:
The product is not expected to be returned. An investigation has been initiated based upon the reported information.

Event description:
The initial surgery was performed in 2006 on a female patient. Suturable duragen was used to close the dura. 21 days later, a csf leak was detected, and the patient was re-operated on that day. The facility representative was informed by the attending physicians that the second leakage occurred at the suture line of the suturable duragen in the area of the temporal lobe. The physicians did not use duragen in the second operation; they used the patient's own fascia lata graft. To date the user facility is not aware of any further patient complications. Additional information has been requested.